Event description:
It was reported that stent movement on the balloon occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, it was noted that the stent came off the balloon halfway. The procedure was completed with a new synergy stent and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 32mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid section of the crimped stent to the distal end, stretched and pullled distally out over the balloon and tip. The proximal to mid section of the stent was securely crimped on the balloon. Further analysis identified multiple kinks along the hypotube. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent movement on the balloon occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, it was noted that the stent came off the balloon halfway. The procedure was completed with a new synergy stent and there were no patient complications reported.